Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the faulty latch lock sensor was the root cause. The latch lock sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a latch/lock issue; however, the investigation found a faulty latch/lock sensor. Found during testing, there was no patient involvement.